Event description:
It was reported that the device is alarming "device does not recognize cassette when latched" once you lock it on the set. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The latch lock optic flex sensor was nonfunctioning. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.